Event description:
It was reported that the image on the 9900 system was "noisy". Case was completed with another system. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. However, identified loose connections on the power plug. Tightened connections. The system was tested and found to be working as intended and placed back into svc.